Manufacturer narrative:
Concomitant medical products: 4396 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for t-wave oversensing (twos) on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator's (crt-d) twos discriminator was on and did initially withhold therapy but did falsely detect due to the oversensing. The lead's sensitivity was adjusted but the discriminator was left as is. The device and lead remain in use. No further patient complications have been reported as a result of this event.